Event description:
Complainant alleged that during functional testing, the device's screen was flashing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including power testing, and testing with a known good battery without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.